Manufacturer narrative:
Reagent lot number 835045 has an expiration date of 31-aug-2026. Reagent lot number 852779 has an expiration date of 31-oct-2026. The alarm trace showed abnormal aspiration (sample probe), sample clot detection alarm, sample foam detection, and abnormal temperature control alarms. The field service representative adjusted the pump precision and gear pump pressure, which resolved the issue. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of false positive elecsys hbsag ii results for 11 patients on a cobas 8000 e 801 module. Patient 1: the result was 1.03 index. Patient 2: on (B)(6) 2025, the result was 1.12 index. Patient 3: on (B)(6) 2025, the result was 1.01 index. Patient 4: on (B)(6) 2025, the result was 1.10 index. Patient 5: on (B)(6) 2025, the result was 1.02 index, and the repeated result was 0.191 index. Patient 6: on (B)(6) 2025, the result was 1.08 index, and the repeated result was 0.165 index. Patient 7: on (B)(6) 2025, the result was 1.03 index, and the repeated result was 0.217 index. Patient 8: on (B)(6) 2025, the result was 1.14 index, and the repeated result was 1.05 index. Patient 9: on (B)(6) 2025, the result was 1.19 index, and the repeated result was 0.201 index. Patient 10: on (B)(6) 2025, the result was 1.16 index, and the repeated result was 0.213 index. Patient 11: on (B)(6) 2025, the result was 1.59 index, and the repeated result was 0.246 index. It was not specified which results were obtained with which reagent lot number.